Event description:
The following was reported via (B)(4): "I had a ventral hernia repair done and doctors used davol composix mesh which began to hurt and protrude immediately after swelling gone down from incision. I began to feel soreness around the incision as well as burning sensation which seemed to get worse with slight touching. A few years later I was rushed to the hospital with intestinal blockage which was almost so severe the hospital could not find anything and did not know what caused the blockage. I left the hospital on my own accord although I was asked and advised to stay. A few years after that I was back in the hospital with another intestinal blockage where they did all types of tests and scans to find out what was the cause of my blockage and again no findings. I was in hospital for almost a week this time. I believe this mesh inside of me has bent out of shape and is causing my sudden health issues with my abdomen as I am very healthy otherwise."

Manufacturer narrative:
The information provided limited. Additional information has been requested. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. This MDR includes all patient, event and device information davol has received to date. If additional information is obtained, a follow up MDR will be submitted.